Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) japanese male patient had impella 2.5 pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that during impella support the patient developed lower limb ischemia at impella access site. Vascular suturing and blood removal were performed to treat limb ischemia.